Manufacturer narrative:
The accu-chek inform ii meter serial number was (B)(6). No product is expected to be returned. As no product was returned, a specific root cause could not be determined.

Manufacturer narrative:
The accu-chek inform ii meter serial number was (B)(6). The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The reporter complained of discrepant glucose results for 1 patient's sample tested on accu-chek inform ii meter compared to a different accu-chek inform ii meter. At 12:21 pm the patient was tested and got a glucose value of 49 mg/dl. The medical staff questioned the result as they believed it was low. At 12:23 pm the patient was then tested on another meter and received a glucose value of 95 mg/dl. Prior to the event, qc was performed on the meter and it was acceptable. After the event, qc was performed again on the meter using a different set of controls and strips. And it was also acceptable. Linearity was performed on the meter and it was found to be linear.